Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator tape procedure performed on (B)(6) 2019. According to the complainant, the problem was noticed with the piercing device. Reportedly, "the hook was blocked in bad position". All other information is regarding this event is unknown. The reported event may suggest that the device was difficult to advance. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2920 captures the reportable event of device difficult to advance. Two delivery devices and one mesh assembly were received. An examination of the returned devices found no damage to the delivery device. On the mesh assembly, no damage was noted to the dilator, association loops, or sleeves. The leader loops were intact. No residue was found on the delivery device or mesh assembly, which suggests that the device was not used. Additionally, no issues were noted when loading the association loops onto the delivery device slots. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. It is likely that operational factors, such as user handling/technique and patient anatomy, contributed to the reported complaint. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator tape procedure performed on (B)(6) 2019. According to the complainant, the problem was noticed with the piercing device. Reportedly, there was a human error encountered during the procedure because the healthcare professionals were used to a different placement technique. All other information is regarding this event is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Two delivery devices and one mesh assembly were received. An examination of the returned devices found no damage to the delivery device. On the mesh assembly, no damage was noted to the dilator, association loops, or sleeves. The leader loops were intact. No residue was found on the delivery device or mesh assembly, which suggests that the device was not used. Additionally, no issues were noted when loading the association loops onto the delivery device slots. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. It is likely that operational factors, such as user handling/technique and patient anatomy, contributed to the reported complaint. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator tape procedure performed on (B)(6) 2019. According to the complainant, the problem was noticed with the piercing device. Reportedly, "the hook was blocked in bad position." All other information is regarding this event is unknown. The reported event may suggest that the device was difficult to advance. Should additional relevant details become available; a supplemental report will be submitted.